Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a 29mm sapien 3 valve was implanted in a previous 29mm sapien 3 valve (viv) for unknown reasons.

Manufacturer narrative:
Additional investigation found this is a duplicate report of a previously reported event. All investigation and new information will be reported under manufacturer report no: 2015691-2018-02918. This case will be voided.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a 29mm sapien 3 valve was implanted in a previous 29mm sapien 3 valve (viv) for unknown reasons.